Event description:
It was reported that the user experienced recurrent low glucose episodes after starting a glp-1 therapy and noted that even announcing smaller-than-usual meals led to hypoglycemia while using an ilet with a new cartridge, 23-inch infusion set, and dexcom g7, necessitating education on meal announcements and a complete setup of a replacement ilet including factory reset, continuous glucose monitor (cgm) pairing, reservoir rewind, infusion set change, weight entry, and going bionic. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and no hospitalization. Investigation included troubleshooting, user education, and guided setup of the replacement system and mobile app pairing. Investigation of this case revealed user-related factors including incorrect meal size announcements and use of glp-1 therapy, with no device malfunction identified during guided setup and operation. It was concluded that the event was related to use conditions and user technique, with the device operating as expected after reconfiguration and education.